Event description:
It was reported that while the physician was using a programmer to interrogate this pacemaker, pacing inhibition resulting in asystole occurred. It was noted this occurred when the wand was over the pocket and the physician pressed quick start. Technical services was consulted and noted the device recorded a single power on reset during telemetry and may enter safety mode during future interrogations. Besides the asystole, no other adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while the physician was using a programmer to interrogate this pacemaker, pacing inhibition resulting in asystole occurred. It was noted this occurred when the wand was over the pocket and the physician pressed quick start. Technical services was consulted and noted the device recorded a single power on reset during telemetry and may enter safety mode during future interrogations. Besides the asystole, no other adverse patient effects were reported. The device remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.